Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/soreness") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (laparoscopic essure removal surgery). At the time of the report, the pelvic pain had resolved and the headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/soreness') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and migraine ("migraines"). The patient was treated with surgery (hysterectomy in 2013). Essure was removed. At the time of the report, the pelvic pain, headache and migraine had resolved. The reporter considered headache, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: the case (B)(4) is identified as duplicate of this case. Therefore all the information was transferred to this case. Outcome for event headache and migraine were resolved. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/soreness') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and migraine ("migraines"). The patient was treated with surgery (hysterectomy in 2013). Essure was removed. At the time of the report, the pelvic pain had resolved and the headache and migraine outcome was unknown. The reporter considered headache, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received. Events ; migraines were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/soreness") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (laparoscopic essure removal surgery). At the time of the report, the pelvic pain had resolved and the headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/soreness') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), migraine ("migraines"), menopausal symptoms ("menopausal symptoms") with hot flush and night sweats, back pain ("back pain"), asthenia ("lack of energy"), depression ("depression"), premature menopause ("early menopause/ perimenopause"), hyperhidrosis ("sweat - it soakare bed."), loss of libido ("zero sex drive"), feeling abnormal ("I feel pregnant every other month"), breast pain ("sore boobs"), nausea ("nausea"), fatigue ("exhausted"), acne ("acne"), paraesthesia ("tingling in hands"), hypoaesthesia ("numbness in hand"), ear pain ("ear pain"), vision blurred ("blurred vision"), arthralgia ("hip and joint pain"), chest pain ("chest pain"), memory impairment ("forgetfulness"), confusional state ("confusion"), muscle spasms ("cramping"), discharge ("discharge"), neck pain ("neck pain"), anxiety ("anxiety"), panic attack ("panic attacks"), bladder disorder ("bladder symptoms"), gastrointestinal disorder ("bowel issue"), contusion ("bruises"), dizziness ("dizziness"), alopecia ("hair loss"), palpitations ("heart palpitation"), insomnia ("insomnia"), menstruation irregular ("irregular periods"), vulvovaginal pruritus ("vaginal itching"), mood swings ("mood swings"), ovulation pain ("painful ovulation"), tinnitus ("ringing in ears"), menstrual disorder ("perios like symptoms") and mass ("bump") and was found to have quality of life decreased ("quality of life has deminished") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy in 2013). Essure was removed. At the time of the report, the pelvic pain, headache and migraine had resolved and the menopausal symptoms, back pain, quality of life decreased, asthenia, depression, premature menopause, hyperhidrosis, loss of libido, feeling abnormal, breast pain, nausea, fatigue, acne, paraesthesia, hypoaesthesia, ear pain, vision blurred, arthralgia, weight decreased, chest pain, memory impairment, confusional state, muscle spasms, discharge, neck pain, anxiety, panic attack, bladder disorder, gastrointestinal disorder, contusion, dizziness, alopecia, palpitations, insomnia, menstruation irregular, vulvovaginal pruritus, mood swings, ovulation pain, tinnitus and mass outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, asthenia, back pain, bladder disorder, breast pain, chest pain, confusional state, contusion, depression, discharge, dizziness, ear pain, fatigue, feeling abnormal, gastrointestinal disorder, headache, hyperhidrosis, hypoaesthesia, insomnia, loss of libido, mass, memory impairment, menopausal symptoms, menstrual disorder, menstruation irregular, migraine, mood swings, muscle spasms, nausea, neck pain, ovulation pain, palpitations, panic attack, paraesthesia, pelvic pain, premature menopause, quality of life decreased, tinnitus, vision blurred, vulvovaginal pruritus and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bump. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events tingling in hand, numbness in hand, ear pain, blurred vision, hip and joint pain, weight loss, chest pain, forgetfulness, confusion, cramping, discharge, neck pain, anxiety, panic attacks, bladder symptoms, bowel issue, bruises, dizziness, hair loss, heart palpitation, insomnia, irregular periods, vaginal itching, mood swings, painful ovulation, ringing in ears added. Reporter added.fu9, 10, 11,12 an 13 processed together. On 23-mar-2020: fu9, 10, 11,12 an 13 processed together. On 23-mar-2020: content from social media received: new event 'perios like symptoms' was added. Reporter information was updated. Fu9, 10, 11,12 an 13 processed together. On 23-mar-2020: social media received. Reporter's information added.event: bump were added. Fu 11,12 an 13 processed together. On 23-mar-2020: social media received. Reporter's information added. Fu 11,12 an 13 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/soreness') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), migraine ("migraines"), menopausal symptoms ("menopausal symptoms") with hot flush and night sweats, back pain ("back pain"), asthenia ("lack of energy"), depression ("depression"), premature menopause ("early menopause/ perimenopause"), hyperhidrosis ("sweat - it soakare bed."), loss of libido ("zero sex drive"), abdominal distension ("I feel pregnant every other month"), breast pain ("sore boobs "), nausea ("nausea"), fatigue ("exhausted") and acne ("acne") and was found to have quality of life decreased ("quality of life has deminished"). The patient was treated with surgery (hysterectomy in 2013). Essure was removed. At the time of the report, the pelvic pain, headache and migraine had resolved and the menopausal symptoms, back pain, quality of life decreased, asthenia, depression, premature menopause, hyperhidrosis, loss of libido, abdominal distension, breast pain, nausea, fatigue and acne outcome was unknown. The reporter considered abdominal distension, acne, asthenia, back pain, breast pain, depression, fatigue, headache, hyperhidrosis, loss of libido, menopausal symptoms, migraine, nausea, pelvic pain, premature menopause and quality of life decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media documents revived, new reporter and event I feel pregnant every other month, sore boobs, nausea, acne added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/soreness') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), migraine ("migraines"), menopausal symptoms ("menopausal symptoms") with hot flush and night sweats, back pain ("back pain"), asthenia ("lack of energy"), depression ("depression"), premature menopause ("early menopause/ perimenopause") and hyperhidrosis ("sweat - it soakage bed.") And was found to have quality of life decreased ("quality of life has diminished"). The patient was treated with surgery (hysterectomy in 2013). Essure was removed. At the time of the report, the pelvic pain, headache and migraine had resolved and the menopausal symptoms, back pain, quality of life decreased, asthenia, depression, premature menopause and hyperhidrosis outcome was unknown. The reporter considered asthenia, back pain, depression, headache, hyperhidrosis, menopausal symptoms, migraine, pelvic pain, premature menopause and quality of life decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines, menopausal symptoms, back pain, quality of life decreased, loss of energy and depression, early menopause , excessive sweating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. New events menopausal symptoms, back pain, quality of life decreased, loss of energy , depression ,early menopause and excessive sweating were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/soreness') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), migraine ("migraines"), menopausal symptoms ("menopausal symptoms") with hot flush and night sweats, back pain ("back pain"), asthenia ("lack of energy"), depression ("depression"), premature menopause ("early menopause/ perimenopause"), hyperhidrosis ("sweat - it soakare bed.") And loss of libido ("zero sex drive") and was found to have quality of life decreased ("quality of life has diminished"). The patient was treated with surgery (hysterectomy in 2013). Essure was removed. At the time of the report, the pelvic pain, headache and migraine had resolved and the menopausal symptoms, back pain, quality of life decreased, asthenia, depression, premature menopause, hyperhidrosis and loss of libido outcome was unknown. The reporter considered asthenia, back pain, depression, headache, hyperhidrosis, loss of libido, menopausal symptoms, migraine, pelvic pain, premature menopause and quality of life decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines, menopausal symptoms, back pain, quality of life decreased, loss of energy and depression, early menopause , excessive sweating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. New events: zero sex drive event added and reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.